Event description:
A hospital in (B)(6) reported that there was an open circuit on an rt202 adult breathing circuit, which resulted in a problem with connecting the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for investigation. The pins on the inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire pins of the inspiratory limb with the heater wire adaptor was not achieved. One of the heater wire pins on the inspiratory limb was found to be split. A lot check revealed no other complaint of this type for lot number 110716. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that there was an open circuit on an rt202 adult breathing circuit, which resulted in a problem with connecting the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt202 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.